Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent and fiber on the lens. Dimensional inspection found the lens to be within specifications. Claim# : (B)(4).

Manufacturer narrative:
Patient info: unk. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.5/3.0/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was removed and the a same size lens was implanted vertically. Reportedly, "the second lens was implanted vertically." The problem was resolved. Cause is reported as unknown.

Manufacturer narrative:
Corrected data: h6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).